Event description:
Customer reported device = 179 mg/dl. When checking device memory, result = 683 mg/dl. No treatment was rec'd. Doctor's nurse told him to come in for blood work and was given a prescription for a new device. No controls. A request was made for return product and replacement product was sent.